Manufacturer narrative:
Insulin pump received with pump error 38 alarm during rewind due to corroded motor home switch. Unable to confirm vibrator anomaly and insert battery alarm due to pump error 38 alarm. Unable to performed displacement, rewind, seating and basic occlusion due to pump error 38. No cosmetic damaged noted during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was vibrating and display screen was flashing. Customer was able to resolve issue and one hour later issue reoccurred and customer was not able to stop vibrate anomaly. Insulin pump passed self-test and there was no alarm in alarm history. Insulin pump would be replaced per customer's request.